Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician could not cross the lesion with a 3.00x32mm taxus liberte stent. The target lesion was located in the circumflex. The lesion was predilated with an unk 2.0x6mm balloon and another manufacturer's 2.0mm balloon. When the 3.0x32mm taxus liberte device was removed from within the pt's body, the stent strut flared. The procedure was completed with another manufacturer's 3.0x15mm stent successfully.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unk. The most probable root cause is considered operational context.